Manufacturer narrative:
Uf/importer report # (B)(4). Patient weight was (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the patient was undergoing an egd in the upper esophagus for esophageal varices. After intubating the esophagus with the device in place, the patient experienced transient desaturation, so the scope was removed. The device ligator head came off and was lodged in the upper esophageal sphincter. Repeated attempts were made to remove the ligator head with both forceps and a basket; these were not successful. Pediatric surgery was called to the operating room to assist and they were able to successfully remove the ligator head with a laryngoscope and magill forceps. The patient was easily re-intubated with the endoscope, and air was removed from the stomach. The esophagus was examined, and no damage or lesions were found. A decision was made not to re-attempt banding given risk of edema in the upper esophagus. The physician noted that the transient desaturation was not caused by the issue with the speedband device. At the conclusion of the procedure, the patient's condition was reported to be fine.